Event description:
It was reported that the patient complained of difficulty inflating and deflating the inflatable penile prosthesis (ipp) as well as felt like there was air in the system. While he was in clinic, the physician manipulated the device for a bit and got it to work properly. The patient was still felt that there was kinked tubing, or the pump was malfunctioning. The patient was taken to the operating room where the physician drained the reservoir fully and refilled it. Some of the tubing was relocated and the pump was replaced. There were no patient complications.